Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an implantable neurostimulator for pain management experienced a lack of stimulation and a return of pain. The stimulation was confirmed to be off. During troubleshooting, the agent guided the patient through turning the stimulation back on and adjusting it to a comfortable level, which the patient confirmed. The patient was advised to maintain the current stimulation level and continue monitoring symptoms.